Event description:
A healthcare facility in (B)(4) reported that the nasal prongs of an opt318 optiflow junior nasal cannula "came off of the circuit on one side". This was observed during use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(4) reported that the nasal prongs of an opt318 optiflow junior nasal cannula "came off of the circuit on one side". This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the tube was pulled out from the left side of the cannula. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine definitively the root cause of the reported fault. However, based on the nature of the damage, it is most likely that the tube was inadvertently pulled out from the nasal cannula. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. All optiflow junion nasal cannulas are 100% leak and occlusion tested at the production line to ensure that the product is safe for use. In addition a sample is taken from each run and pull tested to ensure that each joint exceeds the specified peak load of 10n. The user instructions (ui) that accompany the opt318 optiflow junior nasal cannula specify in the warning section "do not stretch or crush tube." The ui also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."

Manufacturer narrative:
(B)(4). The complaint opt318 optiflow junior nasal cannula is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.